Manufacturer narrative:
The pod returned was found to have internal corrosion.the three batteries were found to be depleted and so, the pod data was downloaded by powering the pcb using external power supply. Investigation found a source of internal fluid leakage on the unexposed portion of the soft cannula during leak test. This internal leakage is the source of corrosion inside the device and contributed to failure in delivering insulin.the pod download data showed no abnormalities in the insulin delivery during operation. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17, checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient's blood glucose (bg) rose above 400 mg/dl. The pod was worn on the patient's abdomen for between 1 and 4 hours. In an attempt to treat the high bg, a correction was administered.